Event description:
Same case as MDR ID: 2134265-2015-03317. Reportable based on additional information received on (B)(4) 2015. It was reported that the implant was recaptured. A left atrial appendage closure procedure was performed. After a full recapture of the 27mm watchman ® laa closure device & delivery system, the watchman ® double curve access sheath was going to be used again. A second 27mm watchman ® laa closure device & delivery system was prepped and advanced; however, it would not advance properly to the markerband. It looked like the soft tip of the watchman access sheath was folded over. The physician completed the procedure by removing the access sheath and replacing with another access sheath. No patient complications were reported. However, the device was received with a kink in the delivery system.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a was, dilator and wds. There was blood on the devices. There were numerous kinks throughout the wds. There was no damage to the braiding. There were several anchors bent back distally, which indicates that the implant was recaptured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).